Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal to mid right coronary artery (rca) with heavy calcification. Pre-dilatation was performed and the 2.75 x 28 mm vision stent delivery system (sds) was advanced, but the device met resistance with the vessel and could not cross to the lesion. During removal, resistance was met again. After the device was removed, it was observed that the stent dislodged in the ostial of the rca; therefore, an additional balloon was used to deploy the stent in an unintended site. A zeta stent was deployed in the target lesion with a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the available information reviewed, there is no indication of a product quality deficiency.